Event description:
It was reported that the stem and neck were uncoupling at patient's home. The patient was revised on (B)(6) 2013.

Manufacturer narrative:
Additional information, including the return of the device, has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported that the stem and neck were uncoupling at patient's home. The patient was revised on (B)(6) 2013.

Manufacturer narrative:
An event regarding disassociation of a modular neck from a stem involving an abgii modular stem was reported. The event was not confirmed. Insufficient medical records were received for review with a clinical consultant. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review found no other events have been reported for the manufacturing lot. The event could not be confirmed nor the root cause determined due to the minimal information received.